Event description:
It was reported that a patient underwent surgery with a dental implant and rhbmp-2/acs. Seven days post-op, the patient returned presenting with mild edema, mild erythema, mild oral pain, and a hematoma. The patient was given hydrocone for the oral pain. All symptoms had resolved. The patient returned for a routine evaluation 204 days post-op. Cbct was taken to evaluate new bone formation around implants. The cbct showed excellent new bone formation. The patient came back 2 weeks later for another visit and they noted that the implant had not osseointegrated and was therefore removed. There was no gingival inflammation and the implant continues to percuss as would a well integrated fixate. However the patient experienced discomfort when it was attempted to remove the abutment. The patient was anesthesized with 1.8cc 2% xylocaine and the surgeon attempted to remove the abutment. The implant was not osseointegrated and was removed. The patient was placed on otc sudafed. Area will be allowed to heal for 3-4 months before implant is replaced. As of 4 days post-op, the patient was doing very well.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.